Manufacturer narrative:
On (B)(6) 2011, the surgeon stated via email, the injury was not caused by a robotic instrument or arm malfunction. The patient recovered completely from the operation and has been home for several weeks. Per the information provided by the surgeon, intuitive surgical determined that the patient injury was unrelated to the performance of the da vinci s surgical system.

Event description:
It was reported that during a da vinci s lobectomy procedure, an injury to a branch of the patient's main pulmonary artery occurred during its dissection, requiring that the surgeon convert to traditional open surgical techniques to complete the planned procedure.